Manufacturer narrative:
Continuation of d10: product ID a810 product type software product ID ct900 serial# (B)(6) product type multiple therapy product ID a810 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 product type software product ID ct900 serial# (B)(6) product type multiple therapy product ID a810 product type software h9. Previous correction number does not apply to this issue. Updated to appropriate correction number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine 10mg/ml at 5.505mg/day. It was reported that the rep was contacted about an alert on the tablet with service code 112, indicating a pump memory error. The report showed service code 243, also indicating a pump memory error. Technical services reviewed information regarding the pump memory error alert and service codes discussed. At the time of the call, the rep was not with the patient. There was no known issue with the pump or therapy that the rep was aware of. Per pump logs from 2025-08-28, service code 529 occurred indicating a pump motor stall and recovery. The motor stall occurred on 2025-08-25 at 7:03am with a recovery at 7:40am. Per pump logs from 2025-09-04, a pump memory error occurred. Additional information received from the healthcare provider (hcp) indicated that the cause of the motor stall was not determined. The cause of the pump memory error was not determined; the pump was reprogrammed and there were no issues since. The pump was successfully programmed to the intended parameters following the pump memory error.

Manufacturer narrative:
H6: fdd - a1107 no longer reportable. Pli 20 - a810 no longer reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software. Product ID ct900, serial# (B)(6), product type: multiple therapy. Product ID a810, serial# unknown ,iproduct type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was programmed with flex dosing on 2025-aug-28. Upon the one week follow up, the pump was scanned and service code 112 and 243 were observed. Out of an abundance of caution, the dosing was returned to continuous infusion. After evaluating the files, it was determined that the flex dosing programming had one dose out of chronological order. New procedures were put into place for all flex dosing programming to be triple checked before updating pumps.